Manufacturer narrative:
This supplemental is being submitted as an unused product sample has been returned for evaluation. The device has been forwarded to the original equipment manufacturer (OEM) for further investigation. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse reporting a deflation issue with the device. Reporter stated "there is resistance when pumping 45ml of fluid and unable to syringe out the fluid once pumped in." The retention balloon was inflated to test the device prior to insertion, the device was not used on a patient. No further information was provided.

Manufacturer narrative:
The device history records for lot# 13vm528516 were reviewed by the original equipment manufacturer (OEM), and confirmed that the established manufacturing and inspection processes were followed. Also, the returned unused product was forwarded to the OEM supplier of the syringe and luer lock activated valve. Both the syringe supplier and valve supplier confirmed that there were no manufacturing-related issues for the syringe and valve subcomponent lots which were used in the manufacture of lot# 13vm528516. Retained samples for lot# 13vm528516 were reviewed and examined by the OEM, and confirmed that the samples did meet the product quality specifications defined. A root cause determination and recommendations for product design modifications were provided by the supplier. Additionally, photos have been provided regarding the complaint issue. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).